Manufacturer narrative:
Result: footboard main module was cracked and exposing sharp edges.

Event description:
It was reported by service report that the footboard main module was cracked and exposing sharp edges. It is unk if there was pt involvement or adverse consequences to report.